Event description:
Customer reporting false negative reaction for anti-d microwell using mts abd monoclonal rev grouping card lot # 072814037-57. According to customer, sample was initial tested on provue and using mts abd/rev gel cards on (B)(6) 2014. Sample type was reported as group b, rh negative to physician's office. No weak d testing was done. Patient was pregnant female (no details on sample , prenatal or antenatal). Stated on (B)(6) 2015, new sample from patient was retest at facility and claimed the blood type = group b, rh positive (2+). Customer not able to provide lot # of gel cards used on 1/26/15. Testing was done on provue instrument. Mts abd/rev card lot # 072814037-57 exp 05/21/15. Customer has no details on patient's history: only to say patient is pregnant. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Ocd reviewed the IFU for the mts abd/ rev reagents and clones used. However, the concern is difference in reaction strengths. Ocd discussed the variability of the d epitope as detailed in the aabb technical manual. All reagents used passed qc and no other patients tested to date exhibited discrepancy. Customer reporting incident for documentation.

Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).